Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available it will be reported on a supplemental report. Same pt event as MDR 9610622-2011-00073.

Event description:
It was reported, we put in a t2 a/r femoral nail (12x400mm) in retrograde mode. We locked the nail distally with no problems, but when we attempted to lock proximally using the free hand method, we could not get the drill through the locking hole of the nail. We used three different 4.2 x 180mm drill bits and attempted the pass thru multiple times with no success even though we appeared to be centered near perfectly on the a/p and lateral views. Finally got thru with metal shavings and the screw went into the nail only by force. The screw was stripping upon entry.